Event description:
Attorney alleges the patient was implanted with a dorsal column stimulator in the spinal column. In (B)(6) 2007, the left lead to the stimulator migrated to the right side of the patient's spinal column. A new device was implanted in the spinal column in an effort to prevent the leads from migrating.

Manufacturer narrative:
Product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension; product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension; product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: programmer, patient; product ID: 389033, lot#: j0424932v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead; product ID: 389033, lot#: j0425013v, implanted: (B)(6) 2003, explanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).